Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The patient called to report a motor error alarm while driving. The reported bg at the time of the call was 112 mg/dl. Troubleshooting was performed, and the pump was able to rewind. No exposure to high magnetic fields reported. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.